Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient (pt) reported to fresenius technical support (ts) that they had a fluid leak. The patient was connected during incident. Fluid was found on the heater tray. Fluid leaked from heater bag (hb) connection. Supply bags (sb) are hanging. All connections are securely connected. All cones are broken. The patient line (pl) did prime all the way to the end. Hb was not empty. Unused lines were clamped. The issue occurred dwell 3 of 3. Pt was connected during incident; fluid leaked from hb and the tubing connection. Per pt the connection was securely connected. There were alarms/warnings prior to leak ¿ m31 air detected in cassette warning occurred prior the fluid leak. Upon follow up, the patient¿s pdrn stated the patient did not inform her of the issue. The pdrn has not been in contact with the patient since the incident and does not know the current status of the patient. There was no reported patient serious injury or medical intervention required as a result of this event. Additional information has been requested, however, to date, has not been provided.